Event description:
Surgeon injected bone cement, waited 5 mins for cement to get doughy then inserted a femoral stem for a bipolar hip arthroplasty. Stem could not be fully inserted because the cement in the distal canal had already hardened. Stem was removed and cement was removed. New stem was inserted without cement. Surgical time is usually 60 mins for a bipolar hip. This case lasted 4 hrs.